Manufacturer narrative:
Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy. Investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the bands failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices treatment performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced setting up the device. There were no patient complications reported as a result of this event.